Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for rate calibration. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance for rate calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Z-2822-2020 for dim u4 display. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that unit was able to calibrate for rate. Replaced male iui. Replaced u4/seven-segment on display board. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the conn iui right. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 13jul2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.